Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren and lawrence, grade ii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with three courses of synvisc (it was reported that the age at the time of first injection of first course was 54 years) and synovitis of both knees during first and synovitis of right knee and right knee effusion during second synvisc course. On (B)(6) 2009, the patient initiated fourth course of treatment with first intra-articular synvisc (hylan gf20) injection in the left knee (dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2009, arthrocentesis was performed through which 60 cc of slight turbid yellow joint fluid was aspirated (left knee effusion). On (B)(6) 2009, the patient experienced synovitis of left knee. The patient was treated with intra-articular depo medrol (methylprednisolone acetate) at a dose of 01 cc for both the events. The same day (8 hours later), the event of synovitis of left knee was resolved and the outcome for the event of left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the relationship with the event of left knee effusion. The qa (quality assurance) investigation results were received on 09-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on 10-apr-2013 and the patient initials were reported as m-h. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.